Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the reporter. No medical records for the alleged allergic reaction were provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: 00587806541, nexgenâ® complete knee solution, trabecular metal standard primary patella, lot: 62943132. 00595201705, cr-flex por fem g-l minus, lot: 60641226. 00599805801, 3 degree fluted tibial component stemmed/option for cemented use only size 7, lot: 62533624. 00596405010, articular surface size gh 10 mm height "use with plate 7, lot: 62563710.

Event description:
It was reported that approximately 2 years post implantation, the patient is experiencing an alleged allergic reaction to the components and requests composition detail. Attempts for additional information have been made and none has been provided.